Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had keypad anomaly and display anomaly. The blood glucose at the time of the incident was 315 mg/dl. The customer was being assisted with accessing the status screen, when the display froze. After the display froze the buttons became unresponsive. Troubleshooting was performed and the buttons began to function after inserting a new battery. However the pump did alarm unexpected restart after inserting a new battery and there was no troubleshooting performed. The device will not be returned for analysis.